Event description:
It was found that the siderail would not latch due to a damaged central column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.